Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Event description:
New information notes the patient was asymptomatic, the oversensing was due to noise, no other electrical anomalies were observed on the right ventricular (rv) lead. The patient was stable before and after the replacement procedure.